Event description:
It was reported that the patient complained the neurostimulator felt like it was at an angle, and she had difficulty communicating with the device using the patient programmer. The patient was not getting proper stimulation, and the hcp decided to replace the entire system. It was noted that the patient did not do a good job of following the post-operative directions, and everything in the system seemed to have shifted / moved.

Manufacturer narrative:
(B)(4). Lead model 3889-28, lot# v745893, implanted: 2011 (B)(6), explanted: 2012 (B)(6); programmer model 3037, serial# (B)(4).